Event description:
Right-side mammogram and ultrasound detected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: g3, g6, h2, h3, h6, h10 sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device discarded.

Event description:
Left-side mammogram and ultrasound detected rupture and left-side double capsule. Double capsule date of event: (B)(6) 2024.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.